Event description:
Additional information received indicated that as this was a revision procedure there was no surgical delay. Osteolysis was confirmed. The patient's implants were over 20 years old, product specialist wasn't able to identify anything from the old implants.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the alleged adverse symptoms, and the product code reported, are associated with the articulation between depuy metal-on-metal products. Per wi-3430, it has been determined that should additional reports be identified for related metal-on-metal complications, a device history record (DHR) review is not required. Therefore, a complaint database search and/or device manufacturing review will not be performed for the reported product associated with this investigation.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision for osteolysis of cup, poly wear, change version of stem old srom threaded cup, head and stem over 20+ years. Femoral sleeve left instu - still well fixed. Doi: (B)(6) 2000, dor: (B)(6) 2021, unk hip.